Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional stating there was no cause to the neck pain at the implant site. No actions/interventions were taken to solve the neck pain and the issue had been resolved. Additional information was received from the manufacturer representative stating the neck and shoulder pain went away three days prior. The caller reported the patient had an x-ray done to rule out infection. The caller reported the x-ray did not show any break in the lead or signs of infection.

Manufacturer narrative:
Other relevant device(s) are: product ID: 7482a51, serial/lot #: (B)(4), ubd: 11-may-2013, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 17-dec-2011, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 17-dec-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported that since having a CT scan about 2 weeks ago, they have been hurting around their neck and in the spot where the ins was implanted. The patient reported syncing with the ins using the patient programmer and seeing stim on and ok. No further patient complications have been reported as a result of this event.